Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A revision was performed because the position of the ventricular lead was extremely apical and, during stimulation, it caused a burning sensation to the patient. The physician then decided to re-operate the patient, place the cable in a septal position and replace the device. No anomalies have occurred.